Event description:
It was reported that a single lumen PICC had a substantial tear beneath the skin surface without exhibiting any signs of leaking around the exit site. Large redness in the ac fossa was noticed which led to think that patient may have experienced a subcutaneous extravasation - additionally, the drug was a vesicant with the potential to cause tissue death. There was a substantial tear across one half of the PICC at least. This has occurred previously, but this case has highlighted the dangers if the damaged portion happens to be within the subcutaneous space from the skin to the vein. This has been reported to (B)(6).

Manufacturer narrative:
A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number. The device has not been returned to the MFR for eval.